Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the reported issue was observed while the freedom driver was supporting a patient, it did not prevent the device from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm after the patient placed a battery in the driver backwards. The customer reported that the patient was switched to a backup driver. There was no reported adverse patient impact.

Manufacturer narrative:
The driver's alarm history was reviewed and revealed one new alarm, a 36 fault code. This alarm can be caused by a power communication error when the onboard battery is not properly latched into place. This alarm is most likely the customer-reported alarm as it corresponds to the customer's report that the onboard battery was inserted backwards. The driver passed all functional testing. Additionally, an onboard battery exchange test was performed with six different onboard batteries where the driver performed as intended without alarms when the batteries were inserted correctly. During investigation testing, the customer-reported issue was not reproduced because inserting the onboard battery backwards could cause damage to the driver. However, there was no evidence of a device malfunction. The root cause of the customer-reported alarm was a power communication error because the onboard battery was inserted backwards by the patient. This issue will continue to be monitored and trended as part of the customer experience process. Syncarida has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.